Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The greater than 50% stenosed target lesion was located in the mildly tortuous and mildly calcified superior mesenteric artery (sma). During advancement of a 6.0x40x75cm express ld stent delivery system (sds) the physician observed that the vessel may be too tight and attempted to pull back the sds. The stent dislodged from the sds, remained undeployed and did not migrate. The sds was removed intact and the undeployed stent was retrieved with an unspecified snare. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device noted a kink in the shaft of the delivery device, proximal to the balloon bond. There was also a kink noted in the shaft in the center of the balloon. The balloon was folded and wrapped fully around the shaft of the device. There was a clear impression of where the stent was originally crimped on to the balloon. There was no other damage noted to the delivery device. The stent was returned attached to the snare. The proximal end of the stent was damaged where the snare had attached to the stent. One stent strut was raised outwards just proximal to the center of the stent. There was no damage noted to the distal half of the stent. No further issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The greater than 50% stenosed target lesion was located in the mildly tortuous and mildly calcified superior mesenteric artery (sma). During advancement of a 6.0x40x75cm express ld stent delivery system (sds) the physician observed that the vessel may be too tight and attempted to pull back the sds. The stent dislodged from the sds, remained undeployed and did not migrate. The sds was removed intact and the undeployed stent was retrieved with an unspecified snare. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.